Manufacturer narrative:
Testing and investigation found at power up that the device alarmed with a 09/001 (backward motor movement) malfunction alarm code. The probable cause was a broken motor clutch assembly. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a 09/001 (backward motor movement) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.